Manufacturer narrative:
Pt medical history not available. The limelight handpiece did show energy that was higher than the specification by 33%.

Event description:
Facial burns from limelight reported after doctor treated multiple pts on the same day. Most of the pts had minor injuries consisting of redness, burns similar to a sunburn. However, there was one pt who had more severe burning.